Event description:
It was reported that inappropriate shocks were observed in the vf zone after detecting t-waves. The issue was resolved by reprogramming the vf zone. Externalized conductors were observed via diagnostic imaging. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.